Manufacturer narrative:
97755, sn (B)(6) was returned for product analysis. Analysis found no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they have been having issues charging their implanted neurostimulator for the past 2 months. When asked about event date clarification, patient mentioned they met with their mdt rep and they mentioned about the charging quality of their implant. Patient noticed that when they were charging the implant they would get the word recharging but would not get a quality. Patient stated they are seeing the replace batteries soon message on their controller when trying to charge their implant. During the call agent walked patient in resetting the controller and plugging controller into the ac power cord; patient confirmed controller powers on with battery levels at 80% for the controller and implant is 80%. Patient confirmed no physical damage on recharger cord, pins, controller connector port pins. Patient stated the paddle gets warm when recharging the implant. Patient mentioned that sometimes it takes them 3 times to get their implant to 100%. Patient added while charging they would need to move the controller closer to their back just to get it working. During the c all, patient added that when they try to use the arrow buttons on the controller it's not doing anything that they need to press the white button to wake up the controller. Agent had patient go to menu screen and patient confirmed the arrow buttons are functioning as expected. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that they would have reported any such issues if they were aware of it.